Event description:
Elegance clinical trial. It was reported that vessel dissection occurred. The subject underwent treatment with the eluvia drug-eluting stent on (B)(6) 2024 as a part of the elegance clinical trial. The target lesion was in the right proximal superficial femoral artery, right mid superficial femoral artery and right proximal popliteal artery with 5 mm proximal reference vessel diameter and 4 mm distal reference vessel diameter with lesion length 70 mm with 100% stenosis and was classified as tasc ii c lesion. Prior to the target lesion treatment with the study device, pre-dilation was performed using 5mm x 80mm mustang pta balloon. Treatment of target lesion was performed by placement of 6mm x 120mm eluvia drug-eluting stent study device. Post procedure, the final residual stenosis was noted to be 0%. On the same day of index procedure, during the treatment of target lesion, dissection of grade c was noted due to 5mm x 80mm mustang pta balloon. In response to the complication, a 6mm x 120mm eluvia drug-eluting stent was placed. Post treatment, the final residual stenosis was noted to be 0%. On the same day, the complication of dissection was considered resolved and the subject was discharged from the hospital on dual antiplatelet therapy. The device is not available for return.

Manufacturer narrative:
A1 patient identifier: (B)(6). A2 age: 74 years old at the time of enrollment.

Event description:
Elegance clinical trial. It was reported that vessel dissection occurred. The subject underwent treatment with the eluvia drug-eluting stent on (B)(6) 2024 as a part of the elegance clinical trial. The target lesion was in the right proximal superficial femoral artery, right mid superficial femoral artery and right proximal popliteal artery with 5 mm proximal reference vessel diameter and 4 mm distal reference vessel diameter with lesion length 70 mm with 100% stenosis and was classified as tasc ii c lesion. Prior to the target lesion treatment with the study device, pre-dilation was performed using 5mm x 80mm mustang pta balloon. Treatment of target lesion was performed by placement of 6mm x 120mm eluvia drug-eluting stent study device. Post procedure, the final residual stenosis was noted to be 0%. On the same day of index procedure, during the treatment of target lesion, dissection of grade c was noted due to 5mm x 80mm mustang pta balloon. In response to the complication, a 6mm x 120mm eluvia drug-eluting stent was placed. Post treatment, the final residual stenosis was noted to be 0%. On the same day, the complication of dissection was considered resolved and the subject was discharged from the hospital on dual antiplatelet therapy. It was further reported that the target lesion was in the right distal superficial femoral artery (sfa) and right proximal popliteal artery (ppa).

Manufacturer narrative:
A1 patient identifier: (B)(6). A2 age: 74 years old at the time of enrollment.